Manufacturer narrative:
On january 24, 2023, zoll service personnel conducted preventive maintenance (pm) of the thermogard console (sn (B)(4) at the customer's location and discovered that the condenser fan of the cooling engine was producing a very loud noise due to a failed bearing during testing. If left unaddressed, the condenser fan malfunction could result in the cooling engine overheating and failing during treatment. The root cause of the observed issue was found to be normal wear and tear of the console. Thermogard console was manufactured in 08/2010 and is more than 12 years old, well beyond its expected serviceable life of 5 years. The cooling engine needs to be replaced to remedy the issue. Visual inspection of the thermogard console was performed, and no apparent physical damage was observed. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number (B)(4).

Event description:
During preventive maintenance (pm) performed at the customer site on (B)(6) 2023, the thermogard console (sn (B)(4) failed functional testing as result of the failing condenser fan on the cooling engine of the console. No patient involvement.